Event description:
The device analysis of the explanted lead revealed that the lead insulation was frayed at a distance of 12 cm from the distal end. The damaged lead insulation has traces of blood. There are no exposed cables. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down or the angle of the insertion needle is greater than 45 degree. An angle of more than 45 degree increases the risk of lead damage. During impedance testing, high impedance reading was observed on contact 2. X-ray inspection found a fractured cable right at the damaged section of the lead insulation.